Event description:
Error message, 900m, appeared on the carto system. All connections were checked, then the catheter was exchanged out for the same type of catheter. This solved the issue. There was not any patient harm involved due to this issue.